Manufacturer narrative:
Return product analysis of the charger was unable to confirm the complaint. The root cause of the issue could not be determined, however the charger was likely subjected to overvoltage, resulting in blown fuse f1 and cracked diode d2.

Event description:
A report was received that the patient's charger gets hot while charging on the base station. She reported that the charger contacts were hot and burned her, leaving a small blister. The patient reported that she also got an infection from the blister and was treated with antibiotic cream prescribed by her physician.